Manufacturer narrative:
The device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil unintentionally separation. There is no allegation that the coil caused or contributed to a patient injury. The device functioned as desired during the preparation with no issues. The device was used and prepared per the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was returned for evaluation inside. The concerto coil was found to be partially within the dispenser track. The concerto coil was removed from the dispenser track. The pushwire was found to be broken on its proximal tip with the actuator interface crimps missing and with a broken release wire extending out from its proximal tip. The concerto coil was returned for evaluation already outside of, and without the introducer sheath. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at multiple locations from the proximal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The implant coil was found to be stretched with the polypropylene filament broken. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the concert coil analysis, and on the event description, the report of pre-mature detachment could not be confirmed. Although the polypropylene filament was found to be broken, the concerto coil was returned with the implant coil still attached to the pushwire. It is possible that the damages to the concerto coil occurred following hydration of the concerto coil. No difficulties were reported during preparation, and no damages to the concerto coil were reported prior to use. It was reported that the concerto coil separated ¿un-intentionally¿, it is possible that the coil was damaged following the hydration process. It is possible that the proximal tip of the pushwire became lost or discarded following the event. All products are 100% inspected for damage and irregularities during manufacture. Per the concerto detachable coil instructions for use (IFU): precaution: "handle the concerto detachable coil with care to avoid damage before or during treatment". Warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.